Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s911usqs6dyg5. Hardware: sm-s911u. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 1000 mg/dl while wearing the pod for an unspecified time. Symptoms reported include hyperglycemia, vomiting and loss of consciousness. The patient was treated with insulin. It is unknown on how the insulin was administered as well as the used pod's condition since the patient was unconscious at the time of the reported event. The pod was removed at the hospital and discarded. The patient was released the following day, (B)(6) 2025.